Event description:
Reference report mw5033137.

Manufacturer narrative:
Add'l engineering analysis was performed. The returned mc33131 sety / affected microclave connector was disassembled and the internal components examined under magnification. The results recorded some minor coring of the plug, no other abnormalities and or damages were found. A review of the mfg. Lot build database for lot number 2753032 (mfg. Date 10/2013) shows (B)(4) were mfg., tested, inspected, and released. MFR note: this product issue/concern was initially reported to the mc33131 MFR. In (B)(6) 2013. The facility did not report any adverse patient consequences or outcomes that met the MDR reporting criteria. The facility contacts were provided the results of the device return investigation and engineering findings. Findings: thorough testing and evaluation of the returned mc33131 recorded no out of spec conditions and or functional issues. The reported product issue was not able to be replicated and or confirmed. The returned mc33131 device set met performance specifications. The exact cause(s) of the reported product experiences/issues are unknown. Visual inspection (pre-and post-decontamination) was performed. The results recorded no obvious abnormalities, the microclave connector silicone was not recessed, no other component defects were observed. Function and performance tests were conducted to the applicable product specifications. The results recorded no out of spec conditions and or functional issues were replicated.